Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Since the reference and lot number are unknown, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported that after placing the implants in 2017 and place a custom prosthesis following all the procedures the screw fractured. The doctor was unable to remove the fractured part of the screw from the implant and the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® non-platform switched tapered implant 4 x 8.5mm (bost485) and one 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) were returned for investigation. Visual inspection of the as returned products identified two implants along with fractured screw. One implant had removal tool stuck to it, however, no allegation was made to the tool. Additionally, there were bone residue around the external threads of the implants due to usage and screw fractured across the threads. Device history record (DHR) and complaint history reviews could not be performed for unknown biomet screws as the lot/item numbers were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Therefore, based on the available information, the reported device malfunction (screw fracture) did occur and were confirmed.

Event description:
No further event information is available at the time of this report.